Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the host pc had failed to boot up. Troubleshooting determined that the host pc motherboard had an issue. The fse removed and cleaned the host pc memory module before reinstalling the module back into the pc. After the memory module was cleaned and reinstalled, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.